Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked insulin. In addition, it was reported that resume pump alarm occurred. The customer's blood glucose level was 80 mg/dl. Customer changed pump supplies to address the issue and continued using the pump for insulin therapy.